Event description:
It was reported that a revision was performed to reduce a distal femur fracture previously treated with two screws which subsequently backed out of the bone. It was also reported that the patient was non-compliant with postoperative instructions; the wheelchair foot plate was not used properly, allowing the patients lower legs to hang freely and placing stress at the fracture/surgery site. The revision procedure which included a pediatric orthopedic plate was completed successfully with no reported time delay or harm to the patient. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.